Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right hip on or about (B)(6) 2008. Patient experienced cobalt and/or chromium poisoning, constant pain, and loss of mobility. Patient has not yet had the right-side asr hip implant explanted. Update (B)(6) 2013 - new litigation papers received. Dor provided. Femoral head added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.